Event description:
It was reported that the air dermatome handpiece did not work. Several hoses were tried without success. There was no patient harm or delay reported.

Manufacturer narrative:
On may 31, 2012, us and (B)(4) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/07/1989 and was last repaired on 09/25/2012 for a non-related issue. Evaluation of the device observed it did not operate upon receipt. There was also damage to the head and control bar. Prior to repair, the device was out of calibration specifications only at the zero thickness setting. In post repair analysis, corrosion to the motor sleeve, swivel, reciprocating arm, head and housing were observed. The shaft of the motor was locking up and not rotating completely during manual manipulation. Repair of the device included replacement of the swivel, head, control bar, housing and standard repair parts. The reported event was most likely due to the malfunctioning motor. There is no information regarding the customer's cleaning or sterilization methods; however, special care regarding cleaning and sterilization should be taken to avoid accumulation of moisture within the handpiece. This most likely caused the corrosion to the motor sleeve which most likely caused the motor malfunction. The device was serviced and returned to the customer.